Event description:
Pt received implants in 1971. Pt alleges having an illness and states she's had trouble all the time she's had her implants; however no specifics were given. She also alleges her problems have gotten worse lately and she's had some tests.